Manufacturer narrative:
The device history record for the reported lot number, aa4069n32, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The balloon was filled with 5cc water. Upon removal of the syringe from the inflation port, the water immediately leaked back through the port. The black plunger appeared centered in the housing. There was not buildup or excess material seen. Using tweezers, the plunger was pressed. It did not actuate when pressed. The plunger appeared to be in a fixed position allowing the water to leak back out. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 9611594-2015-00121 for the first incident. Refer to 9611594-2015-00123 for the second incident. A report was received from ireland stating the patient's transgastric jejunal enteral feeding tube broke. The device was removed and replaced. The valve in the balloon of new tube was faulty and leaking fluid. The healthcare provider had to remove the new tube and put in another new tube. The removal and reinsertion doubled the procedure for the pediatric patient with longer time and more radiation exposure. The time frame was 2.8 minutes compared to 2 minutes for same procedure in (B)(6). The pediatric patient underwent this procedure in january and the radiation dose was 28 compared with 18 on previous occasion.